Manufacturer narrative:
(B)(4). Initial reporter: reported phone number - (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review was conducted. All testing specifications were met during previous service events. There were no parts that were replaced during previous service events that could have contributed to the reported problem. Previous servicing was determined to not contribute to the reported problem since the device had been fully tested, met all specifications and no defects or malfunctions were found. An event history log review was performed with no abnormalities noted. Visual inspection and functional tests were performed as it is required by homechoice system servicing and releasing process described in homechoice service manual. The reported problem cannot be confirmed via sample evaluation since the reported problem is unclear. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A unknown system error alarm was reported to have occurred during use of the homechoice device. No information about patient involvement was provided and no clinical consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation of the event log, the reported problem was identified as a system error (se) 2117. The heater plate was recalibrated to address this issue. Should additional relevant information become available, a follow-up report will be submitted.